Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician passed the 3max over a guidewire and then passed a penumbra system ace 64 reperfusion catheter (ace 64) over the 3max. While withdrawing the guidewire and 3max, the physician experienced resistance. Upon pulling the 3max and guidewire with additional force, the distal 10 centimeters of the 3max broke off in the ace 64 and the remaining proximal part of the 3max was removed from the patient. With the distal part of the 3max still in the ace 64, the physician continued to aspirate the clot using the ace 64 and successfully completed the procedure. There was no report of an adverse effect to the patient.